Manufacturer narrative:
Analysis of the returned device identified broken shell, yellow particles and the device was found to be underweight. A visual and microscopic analysis was performed which identified sharp broken opening, striated broken opening, crease fold and missing shell (0-25%). A dimension measurement of the shell was performed which identify the thickness to be within specification. Based on the device analysis the final assessment is a sharp broken opening on posterior due to an unidentified (tear) opening, a striated opening due to surgical damage consist in the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device was explanted.